Manufacturer narrative:
Submitted: 1-may-2018 the pump has been returned and evaluated by product analysis on 20-apr-2018 with the following findings: device evaluation: on investigation, the battery compartment was noted to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a case/condition issue. This report is made based on results of investigation completed on 20-apr-2018.